Event description:
It was reported that during surgery the sure shot targeter didn't work after connecting to the controller, the information on the monitor shows the targeter is broken, please exchange. Free hands were used to complete the surgery.

Manufacturer narrative:
It was reported that during surgery the sureshot targeter didn't work after connecting to the controller, the information on the monitor shows an error message. The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device shows the cord is damaged as it showed cuts on the part. Blemishes are observed on the overmold rubber. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A functional evaluation shows an error message when connected to the monitor. Thus, the stated failure was confirmed. This targeter was manufactured in 2016 and it is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available (part 71692851) for use. The device user manual is available, identifying pre-operative requirements for use and suggesting that the targeter should be connected at least 10 minutes prior to targeting. Based on this investigation, the need for corrective action is not indicated at this time. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed.